Event description:
A peritoneal dialysis patient has reported that during treatment, the cap on catheter became dislodged between treatment completion on (B)(6) 2013 and treatment set up on (B)(6) 2013. Patient was administered prophylactic antibiotics and his catheter was replaced. Patient's effluent cultures were tested and were negative, effluent remained clear after the incident. Actual sample has not been returned to the manufacturer; a companion sample is available.

Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation, however, a companion sample from the same lot was returned for investigation and no defects were noted. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.